Event description:
Pt had a mr procedure performed on them. Pt received a 4 inch by 1 inch localized surface burn with blisters on left superior buttock. No medical treatment necessary.

Manufacturer narrative:
Conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.